Event description:
It was reported that the joystick has the potential to be activated by the patient pad or mattress causing the system to move uncommanded by the operator. Unexpected motion by an unintentional command could injure the operator or the patient. No injury has been reported.